Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular lead oversensing and noise. A patient alert was triggered for an elevated sensing integrity count (sic) and non-sustained ventricular tachycardia (ns-vt) episodes were stored. The elevated sic was occurring during atrial fibrillation (af) with rapid ventricular response (rvr) and t-wave oversensing. The ns-vt episodes appeared to be atrially driven. The lead was reprogrammed to prevent further inappropriate therapy and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert had triggered, with 1 - patient alert for lead failure predictor (B)(4)-2011 10:30:22. In addition, there was oversensing, with 5 - ventricular nst <=210 ms between (B)(4)-2011 12:10:29 and (B)(4)-2011 10:39:21.